Manufacturer narrative:
The last calibration was performed on 10-aug-23 and was acceptable with no alarms. Qc recovery was within the customer's established ranges. No indication of a performance issue with the reagent. The field service engineer (fse) evaluated the instrument and indicated that the measuring cell needed to be replaced. The fse replaced the measuring cell and the sipper nozzle. He performed black cell calibration and it was successful. The fse did a performance check of the measuring cell all tested parameters were successful. The investigation determined that the root cause was a failed measuring cell. The service actions (replacing the measuring cell) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The customer stated that they were having ongoing qc issues. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested for elecsys troponin t gen. 5 (tnt-g5st) assay on a cobas e801 immunoassay analyzer when compared to a different cobas e801 immunoassay analyzer. Sample 1: initial result: 151 ng/ml. Repeat result: 28.3 ng/ml (tested on a different e801). Sample 2: initial result: 49.8 ng/ml. Repeat result: 23 ng/ml (tested on a different e801). Sample 3: initial result: 63 ng/ml. Repeat result: 20.0 ng/ml (tested on a different e801). Sample 4: initial result: 26 ng/ml. Repeat result: less than 6 ng/ml (tested on a different e801). The repeat results were deemed to be correct.